Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Atypical patient anatomy is a likely contributor to the issues encountered in the case. Refer to mfg. Report # 3016075957-2022-00099 for similar event in the fellow eye. Anterior chamber inflammation, corneal edema, pain, iris-microstent touch, iris injury, and elevated iop are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent uncomplicated cataract extraction with hydrus microstent implantation in the left eye on (B)(6) 2022. The surgeon experienced some difficulty implanting the device and required multiple attempts in which the microstent appeared to be posteriorly inserted. A very small surgical peripheral iridotomy resulted from the device hitting peripheral iris tissue after release. The stent appeared to lie within schlemm¿s canal with the distal end and inlet posteriorly positioned. The surgeon removed the microstent with micro forceps and reattempted implantation with a second device. The surgeon experienced similar issues with device implantation in the fellow eye. The surgeon implanted the microstent leaving the transition zone slightly more exposed than typical after encountering resistance within the canal. A slight posterior tilt caused the inlet to contact the iris tissue causing chaffing. The patient was noted to have an atypical anatomy with possible plateau iris configuration and short axial length. Postoperatively, mildly excessive anterior chamber inflammation was present. Attempts to discontinue iop-lowering medications resulted in iop in the 30s, significant discomfort and mild corneal edema. On (B)(6) 2022, the anterior chamber inflammation was minimally improved and gonioscopy confirmed microstent-iris touch. The surgeon initially considered explantation, but reconsidered because the patient was ¿understanding and happy¿.